Manufacturer narrative:
(B)(4). This is a report of use error, where the patient re-used single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient re-used the same supplies on the homechoice on which they performed peritoneal dialysis therapy the previous night. During troubleshooting, the patient stated that they had ended therapy early last night and were going to complete therapy with the same supplies in the morning. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with them. The patient planned to complete therapy using all new supplies. There was no patient injury or medical intervention reported. No additional information is available.